Event description:
The consumer reported, her husband received blisters from the use of the prod which they treated with triple antibiotic ointment. The consumer did not seek medical intervention. No further detail was provided.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for eval and analysis. The lot # was not provided from the rptr to conduct trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is not evidence that use of the prod resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted to enhance prod safety and pharmacovigilance.